Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for this patient (reference 1825034-2013-02740 / 02742).

Event description:
It was reported that a patient enrolled in the m2a-38 clinical study underwent a right total hip arthroplasty on (B)(6) 2003. In review of medical records, it was identified the patient had previously undergone a recon nail procedure (B)(6) 2002, for unknown reason. Subsequently, it was reported patient underwent revision procedure on (B)(6) 2003, to removed the displaced trochanteric claw and connector. No further information has been provided.